Event description:
It was reported that they were getting grainy and washed out images causing the patient to be re-exposed. It was determined that they needed an the x-ray source replaced. Once this was done, the unit is working as intended.